Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-00191, 0001822565-2020-00192, 0001822565-2020-00193, 0001822565-2020-00194, 0001822565-2020-00195. Concomitant medical products: provisional stemmed tibial component size 3, item# 00598103701, lot# 62165654. Provisional stemmed tibial component size 4, item# 00598103702, lot# 62141742. Provisional stemmed tibial component size 5, item# 00598104701, lot# 61924919. Provisional stemmed tibial component size 6, item# 00598104702, lot# 62129531. Provisional stemmed tibial component size 7, item# 00598105701, lot# 63631854. Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was reported that the trials had cracks in the plastic. This was discovered prior to surgery. There is no additional information at this time.